Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.50 mm x 10 mm flextome¿ cutting balloon¿ was selected for use. During procedure, the device was advanced; however, encountered difficulties in crossing the target lesion. After successfully crossing the lesion, the balloon was inflated on the first inflation at 10 atm for 20 seconds. When the second inflation was performed at 12 atm for 20 seconds, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.